Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 1.7, lab: 2.7. Date: (B)(6) 2010, inratio: 3.9, lab: 3.0. Pt was getting nes errors when strip channels were full. He also had temp too high/low errors. Strips were stored at room temp in 73 degree house. Pt took strips with him on a trip 2 weeks ago and kept them in either an ice chest or the hotel. Customer called back after testing with new strips: date: (B)(6) 2010, inratio: 4.2, lab: 3.9.

Manufacturer narrative:
Investigation pending.